Manufacturer narrative:
The field service engineer changed the sample probe arm and after this action, no additional issues have occurred.

Event description:
The initial reporter stated they received discrepant results for samples from two patients tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. A first sample from the first patient initially resulted in a k value of 6.65 mmol/l and this value was reported outside of the laboratory. The doctor complained that the value was not plausible due a k measurement of the patient performed with a blood gas analyzer, resulting in a value of 3.7 mmol/l. The doctor ordered a repeat of the complained sample and ordered a second sample to be collected from the patient. The repeat value from the complained sample was 4.00 mmol/l. The second sample from the patient resulted in a k value of 4.06 mmol/l. After samples from the first patient were measured, it was determined the customer was not exchanging the electrodes every 2 months as per product labeling. The customer was changing electrodes when calibration and controls failed. The customer ran a hardware performance check and this was outside of specifications. The field service engineer replaced a sipper probe and adjusted the blank cell water volume. On (B)(6) 2022, the customer stated they received discrepant results for a sample tested from a second patient. This sample initially resulted in a k value of 6.26 mmol/l and repeated as 4.15 mmol/l. It was asked, but it is not known if any incorrect results from this sample were reported outside of the laboratory. The k electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
For the second patient's sample, no incorrect results were reported outside of the laboratory. The field service engineer replaced the sampling arm. There were no further discrepancies after this action. Ise checks and calibration were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.